Event description:
It was reported to medtronic minimed that the customer reported insulin pump was exposed to moisture and the screen went flashing white display. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Blank display due to severely corroded pcb1 and pcb2 board. Unable to verify flashing display due to blank display. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, and missing display window cover. The p-cap/reservoir does lock properly. Confirmed blank display was due to severely corroded pcb1 and pcb2 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Was unable to verify flashing display due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.